Manufacturer narrative:
An event regarding patient pain and tibial loosening involving an mrh tibial rotating component was reported. The event was not confirmed. Conclusions: it was reported that the patient experienced tibial component loosening and pain, however no tibial construct was reported in this event. The exact cause of the reported pain could not be determined with the limited information provided.

Event description:
It was reported patient was revised due to pain and tibia loosen.

Event description:
It was reported patient was revised due to pain and tibia loosen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.